Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter as well as the device evaluation. The additional information is located in b5, and the device evaluation information is captured in section h. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no pressure-related issues noted during the device testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received from the initial reporter confirming that the intended procedure was completed using the subject device. Reportedly, there was no patient harm as a result of this event and no additional interventions were required. The operator of the device was confirmed as an endoscopic technician.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the excessive pressure was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus endoscopic co2 regulation unit was experiencing an excessive pressure of co2. According to the initial reporter, this event took place during procedure preparation and had no patient harm reported.